Event description:
It was reported that the previously working remote monitor was no longer receiving power. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device powered up using a known good power supply (it is noted power supply was not returned with the device). The device would not start interrogation. Failure disappeared during further analysis and a cause of the interrogation issue could not be determined.